Event description:
A patient located outside of the united states underwent repair of an external pelvic organ prolapse with ovitex r. The patient experienced a recurrence of this external prolapse. This is one of two reports from the same investigator initated study.